Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. D4: batch # a97v29. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcs20 device was returned with no apparent damage, and the packaging opened was returned along with the instrument. Upon testing, the device was cycled and it fed and formed the remaining two (2) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Users are advised to ensure that a clip is in the jaws, position the jaws so that the clip completely surrounds the vessel to be ligated, fully squeeze the handles together until they stop, and fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch a97v29 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, after clamping, the clip fell off. No patient consequences were reported.